Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that they received several no delivery alarms. The customer's blood glucose was 32.9 mmol/l mg/dl at the time of the incident. The customer's blood glucose was 17.9 mmol/l at the time of call. The customer stated that the no delivery alarm recurred during rewind. The customer stated that they already changed the infusion set multiple times. The time of the hospitalization was 12pm and the date of the hospitalization was 12/30/2015. The customer stated that they have been treating the high blood glucose with the insulin pump. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.